Manufacturer narrative:
Product complaint # (B)(4). The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Since this event required medical intervention or prolonged hospitalization for treatment or prevention of permanent damage to the patient, the event is being reported to the us FDA as a conservative measure.

Event description:
This complaint is from a literature source and the following citation was reviewed:(B)(6) (n.d.). Application of embotrap ll in intravascular recanalization of acute large vessel occlusion. Objective and methods: this study investigated the short-term efficacy and safety of embotrap thrombectomy stent in endovascular recanalization in patients with large blood vessel occlusion (alvo) in acute ischemic stroke. Thirty-one patients with alvo from july 2020 to october 2021 were included. Lot, model, and catalog number are not available, but the suspected cerenovus device is possibly associated with reported adverse events: 5mm x 33mm embotrap ii thrombectomy stent other concomitant cerenovus devices that were also used in this study: prowler-21 non-cerenovus devices that were also used in this study: n/a. Adverse event(s) and provided interventions: one (1) patient died 15 days after craniotomy for evacuation of hematoma, and one (1) patient was improved after medical treatment.